Manufacturer narrative:
Device is combination product. Device evaluated by MFR: synergy ous mr 3.50 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. Stent strut row 7 from the distal end was lifted and pulled distally. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occured. The target lesion was located in a percutaneous coronary intervention (pci). A 3.50 x 20mm synergy ii drug eluting stent was selected however part of the stent got flattened. The procedure was completed with a different device as different manufacturer and different size successfully. There were no patient complications reported.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occured. The target lesion was located in a percutaneous coronary intervention (pci). A 3.50 x 20mm synergy ii drug eluting stent was selected however part of the stent got flattened. The procedure was completed with a different device as different manufacturer and different size successfully. There were no patient complications reported.